Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/01/2016 and found yellow stripped tubing for the hgb cuvette rinse leaking. The fse replaced the tubing, resolving the reported issue. (B)(4).

Event description:
The customer reported a hemoglobin (hgb) background failure and a fluid leak of approximately 20cc on a coulter lh 780 hematology analyzer while performing startup. The leak was contained within the instrument. While the customer was troubleshooting with the help of customer technical support (cts) via telephone, the customer found that the white blood cell (wbc) bath drain tubing was leaking at pinch valve vl12b, and service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.